Event description:
It was reported when using multiple pyxis medbank system were not communicating to the server, prevented all the users from login to the server. The customer stated that they were able to remove medications from the stations in critical override. There was no report of impact to the patient or user during this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system e:\ drive was full and there was backup files. A technical support specialist deleted the backup files to free up the space and users were able to login. A technical support specialist placed the devices back in the network since they had been disconnected from the network. The system functioned as intended after troubleshooting the device.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b5, d1, d4, d5, e2, e3, g1, h6. A review of the complaint history for (b)64 was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 03-dec-2022 to 02-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system e:\ drive was full and there were backup files. A technical support specialist deleted the backup files to free up the space, connected back with network to resolve the issue and confirmed users were able to login. The system functioned as intended after technical support specialist assessed the device.

Event description:
It was reported by the customer that multiple bd pyxis medstation es systems were not communicating to the bd pyxis¿ es server, preventing all the users from logging into to the server. The customer stated the issue was found in seven devices. The customer stated that they were able to remove medications from the stations in critical override. There were no adverse events or injuries reported based on this incident.